Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records were reviewed for the femoral component and articular surface and no deviations or anomalies were found. Device history records for the poly box could not be reviewed as the part and lot numbers are unknown. A returned photograph confirms hyperextension of the patient's knee. No devices were received; therefore the condition of the components is unk. A returned operative report was translated and indicated that implanted components were cemented into place and revealed good patellar tracking and agility in extension and flexion. The operative report was not dated, but it is likely that this was the implantation of the segmental components. Zimmer initiated a field action in december 2013. FDA recall z-0784-2014 is for the poly box. The product was implanted after the field action, which updated the surgical technique and package insert. However, it is unknown whether the changes made to the surgical technique and additional information regarding patient risk factors were utilized during implantation.

Manufacturer narrative:
Supplemental information including patient's weight, x-rays, and returned product were reviewed. One x-ray showed the components while the patient's leg was in hyperextension. Visual inspection of the returned components showed signs of use such as scratches on the color buff of the condyles and the extremity of the male/female taper. Product identifiers and dimensions were found conforming to print specifications where measured. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The polyethylene box from this hinge kit was not returned. Root cause remains unknown.

Manufacturer narrative:
Catalog #00585002020, segmental articular surface, lot #62284590 - received on january 20, 2016; catalog #00585001202, segmental distal femoral component, lot #62284590 - received on january 20, 2016. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing overextension of the joint.

Manufacturer narrative:
This report will be amended when our investigation is complete.